Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest during dialysis treatment and subsequently expired approximately ten days later. It was reported that the pt's health deteriorated and the death occurred due to "injured" internal organs caused by administration of naturalyte and/or granuflo for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products the code 3191 was used to report the non-specific injuries to the internal organs.